Event description:
Additional information received indicated that the baseline transthoracic echocardiogram (tte) noted a mean aortic gradient (mgv2) o f 43.11 millimeters of mercury (mm hg), a max aortic valve velocity (v2) of 4.19 meters per second (m/s), severe total and severe transvalvular aortic prosthetic regurgitation, mild tricuspid regurgitation, and moderate tricuspid regurgitation. Shortness of breath, fatigue, and ankle swelling were present prior to the valve-in-valve revision. Hospitalization was required. The patient was discharged from the hospital 8 days following admission.

Manufacturer narrative:
Updated data; b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 4.5 months following the implant of the transcatheter bioprosthetic aortic valve structural valve deterioration specific to predominant aortic stenosis was identified. Severe hemodynamic deterioration specific to an increase in the mean gradient of >= 20 millimeters of mercury (mm hg) from baseline with a mean gradient of >= 30mmhg. As result, a valve-in-valve revision was performed. The new, active valve was a non-medtronic transcatheter valve.